Manufacturer narrative:
Novocure medical opinion is that a contribution of optune gio therapy to the shoulder arthralgia cannot be ruled out. Arthralgia was reported with optune gio device use in the ef-14 trial (ef-11 0% and 9% ef-14 optune arm).

Event description:
A 65-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure experiencing pain in his right shoulder over the past month, which radiated down to his arm. The pain was particularly noticeable in the evening and was reportedly linked to the use of the device. The patient frequently switched between different carrying accessories, including a backpack, shoulder belt, and pouch. After consulting a healthcare professional, he was prescribed two physiotherapy sessions per week. It was noted that his muscles were very tight. Attempts to contact the prescribing physician for further details were made, but no response was received.